Event description:
It was reported by the customer that the stopper on the stylet leaks anytime saline is flushed with our powerpicc provena triple lumen kits. While flushing catheter during PICC insertion procedure, saline squirts out where the stylet comes through the stopper. No other information provided. Customer is unable to provide the number of incidents.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.